Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 9168758. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that a pegasus yel 24ga x 0.75in prn-cap y experienced leakage and ruptured tubing during use. The following was reported by the initial reporter: "on (B)(6) 2021, the nurse used a closed needle-proof intravenous indwelling needle to give the patient an infusion. After the infusion, when the nurse clamped the safety-type indwelling needle with one hand to the transparent tube of the indwelling needle, the one-handed clamp ruptured the transparent tube clamp of the indwelling needle, which caused the leakage of the tube to not be used normally. After discovery, the indwelling needle was pulled out in time, and no adverse consequences were caused."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pegasus yel 24ga x 0.75in prn-cap y experienced leakage and ruptured tubing during use. The following was reported by the initial reporter: "on (B)(6) 2021, the nurse used a closed needle-proof intravenous indwelling needle to give the patient an infusion. After the infusion, when the nurse clamped the safety-type indwelling needle with one hand to the transparent tube of the indwelling needle, the one-handed clamp ruptured the transparent tube clamp of the indwelling needle, which caused the leakage of the tube to not be used normally. After discovery, the indwelling needle was pulled out in time, and no adverse consequences were caused."